Manufacturer narrative:
(B)(4). At this time, carefusion has not received the suspect device/component from the customer for evaluation. In the event that the device is received for evaluation or additional information is received, a follow-up report will be submitted.

Event description:
The customer reported that the ventilator has a non-responsive, delaminated screen. There was no patient involvement.

Manufacturer narrative:
Results of investigation: the carefusion failure analysis laboratory received the suspect component, a vela front panel assembly, and evaluated the device. An evaluation of the component found visible fluid deposition in the touchscreen and upon startup, the front panel was responsive to touch. The reported issue was isolated to fluid ingress in the front panel. Please note that it is intended to be left blank but becomes autopopulated after submission, as a result of a software related anomaly that is being addressed. Please disregard the date entered in section.